Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
It was reported that the patient experienced recurrent infection, the first beginning (B)(6), 2015. Subsequently, the abutment was removed; however, the post was left insitu.

Manufacturer narrative:
It was reported that the infection was treated with antibiotics (type and date not reported).